Event description:
The home patient reported a flogard infusion pump that would not deliver subcutaneous fluids. The patient advised that an unknown code would alarm. The home patients husband advised that the flogard pump had not been used in 2 months as the patient had been in the hospital. A baxter associate performed a home visit and ran through their technique and did a mock run of setting up and programming the pump and it flowed without an issue. There was no report of patient injury or medical intervention at the time of this report. The pump is not available for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should the device be returned or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "would not flow" was not confirmed during evaluation. A baxter business representative performed a home visit and ran through the patient's technique and did a mock run of setting up and programming the pump. The pump flowed without issue. There were no other problems found with the pump. An assignable cause could not be determined. Additional information: the serial number is not valid; therefore, the manufacturing facility is unknown. Additionally, since the serial number is not valid, neither a service history nor a device manufacturing history review could be performed. Should relevant additional information become available, a follow-up MDR will be submitted.